Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon ruptured. The lesion was a chronically total occluded, 100% stenosed and calcified lesion in the moderately tortuous left superficial femoral artery. First, a 3 x 40mm wanda balloon was being used to support crossing of the lesion with another manufacturer's guide wire, however, the wanda balloon ruptured at 5 atms at the proximal side of the lesion. The 3x 40mm wanda balloon was exchanged for a 3 x 20mm wanda balloon. The guide wire was advanced, however, resistance was noted, so the guide wire was exchanged for a v-18 guide wire. However, the distal tip of the v-18 guide wire kinked, therefore, the guide wire was exchanged with another manufacturer's guide wire which successfully cross the lesion. An unk balloon was used to successfully dilate the lesion. The 4x 20mm sterling balloon was then inflated for sizeup to 4 atms, however, the balloon ruptured. The lesion was then dilated with a 5 x 80mm wanda balloon, and a wallstent was successfully deployed in the lesion. A 6. X 80mm wanda balloon was used successfully for post dilation, and the procedure was completed. No pt complications were reported, and pt status was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.